Manufacturer narrative:
The implicated disposable set was not returned for investigation. The photo provided by the distributor was evaluated and it was determined that the micro-bubbles were expressed air that occurred after the fluid exited the rapid infuser and appear to be smaller than 0.1ml. The rapid infuser, fms 2000 contains two ultrasonic air detectors, one of which monitors for air that may enter the patient line and has a sensitivity of 0.1ml. Whenever the rapid infuser recognizes an unsafe situation, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. All 3-spike disposable sets are 100% leak tested prior to release. There was no patient injury reported; however, we have contacted the distributor for additional information about the case and the status of the patient. A review of complaints for the past year indicate that this was an isolated incident; however, we will continue to monitor and trend similar reports of this nature. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's distributor received a complaint from the user facility and reported the following: "when running fms2000 with low flow rate (about 10ml/min), there would be some micro bubble attaching on the tubing of patient line.(see attached 1 picture). And those micro bubble sometime would cumulated into big bubble which is really hard to neglect."